Event description:
It was reported that, "the patient received bha 5 years ago. The surgeon performed tha because of central migration of the bipolar cup. The head neck stem was left in place in this revision."

Manufacturer narrative:
Investigation in progress. No additional information available at this time.